Event description:
Our affiliate is reporting that during shoulder instability repair, part of the distal portion of a suture grasper broke off into the patient's body. Postoperative x-rays revealed a small fragment was still in the body. The facility did not articulate if there was patient harm or not due to this incident nor if ther was any plan of action to remove the fragment from the patient. Given that foriegn material was left in the patient it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. Per e mail correspondence with our affiliate, the broken fragment was retrieved from the patient at a subsequent operation.

Event description:
During shoulder instability repair, part of the distal portion of a suture grasper broke off into the pt's body. Postoperative x-rays revealed a small fragment was still in the body. The facility did not articulate if there was pt harm or not due to this incident or if there was any plan of action to remove the fragment from the pt. Given that foregin material was left in the pt it is possible that pt injury could potentially occur.